Event description:
During patient treatment with the 3100a, operators noticed a hissing sound coming from the pneumatics section. The 3100a was operating normally otherwise; however, another rental 3100a was sent as a replacement as a precaution. There was no report of patient compromise.